Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, there was oversensing due to non-physiologic signals/sensing integrity counter, and there was unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks. The right ventricular (rv) lead had a possible fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.